Event description:
A lifesite cannula detached from the valve following 1st dialysis treatment. The cannula did migrate, but not into the circulatory system. During a procedure to reattach the cannula, it was noticed that the tip of the cannula had a small tear. The cannula was trimmed and reattached to the lifesite valve. The pt developed a hematoma following the second surgery to reattach the cannula, and the device was removed and a new one placed on the opposite side of the chest.